Manufacturer narrative:
Batch history review: a review of the manufacturing records shows this batch of filters complied with specifications. No other similar complaints were reported to the manufacturer for this lot of vena cava filters, sold since june 2018. Investigation: the device is not available for evaluation. No x-ray pictures were sent for analysis. Conclusion: no thorough investigation is possible and the exact root cause of what prevent the full expansion of the filter cannot be found. This type of incident is a know complication of the vena cava filter implantations. The complaint rate for this type of incident on venatech lp is low. No corrective action is envisaged. B braun medical sas has provided all the information currently available. In spite of all reasonable efforts being made to obtain further information, at this time we have not met with success.

Event description:
Filter legs did not expand fully despite manipulation with catheter.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). Investigation results: we did not receive the complaint sample for investigation. Conclusion: without the complaint sample and the batch number for investigation, no thorough investigation is possible and we cannot conclude on the real cause of the incident encountered by the customer. If new elements become available in the future, we will reopen this complaint. This is a rare incident (B)(4), no corrective action is envisaged for the moment.